Event description:
It was reported that a progav 2.0 shunt system (#fx597t) was implanted on (B)(6) 2024. According to the complainant, the shunt system caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valves were determined. Permeability test a permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection after dismantling of the valves, deposits were found in progav 2.0. Results based on our investigation results, we have determined that there are visible deposits in the progav 2.0. These deposits did not affect the device's technical performance at the time of the investigation. At the time of the investigation, we were unable to determine the cause of the reported functional impairment. Organic material in the patient's own cerebrospinal fluid may have temporarily affected the device's function and is a known side effect of hydrocephalus treatment. Not every deposit in a shunt system, depending on its location, quantity, and consistency, leads to a deterioration in performance. The examination of the shuntassistant 2.0 revealed no deviations; the valve met the specifications. The examination of the returned unit is complete with the preparation of this report. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.